Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while checking this pacemaker system before a scheduled surgical upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture and pacing inhibition were observed on both the right atrial (ra) lead and right ventricular (rv) lead. Pace impedance was noted to be approximately 350 ohms, which is low but still within normal specification limits. When the impedance trend was checked, the measurement values were noted to be variable. Lead conductor fractures and lead insulation failures were suspected by the physician. During the surgical procedure, the pacemaker device was explanted, the ra and rv leads were surgically abandoned, and the products were replaced with products of a different manufacturer. The surgical procedure was noted to have been completed without a problem. No additional adverse patient effects were reported.